Event description:
The patient reported that his "wound opened up, and he was hospitalized on (B)(6) 2014." The patient stated the surgeon packed the wound. On (B)(6) 2014, kci received the patient's medical records which reported the following information: on (B)(6) 2014, v.a.c. Therapy was applied, and the patient allegedly developed a hematoma. The patient subsequently presented to the emergency room, and a mild arterial bleed was observed. The "small bleeder" was cauterized, and hemostasis was achieved. On (B)(6) 2014, the physician noted the patient was doing better, with no evidence of ongoing bleeding.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to v.a.c. Therapy. The patient was taking an anticoagulant. There is no indication from the patient's medical record to suggest the patient experienced a wound dehiscence.